Event description:
A customer obtained erroneous results for several assays: troponin (accu tni), cea, psa, cortisol, tt3, frt4, free psa, vit b12, folate and tsh. The results were reported out of the lab. Upon repeat on an alternate analyzer, the results were in different clinical ranges, and approximately 20 corrected reports were sent to the patients' charts. Customer was not able to supply all erroneous results obtained, but an example only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Customer stated there were not any errors in the event log or flags associated with the erroneous results. Following the erroneous results, customer stopped using the dxi 800 analyzer and repeated samples back to the last acceptable qc on an alternate instrument. A field service engineer (fse) was dispatched: the fse performed a system check which failed. The fse replaced the peri-pump tubing and dispense/aspirate probe #1 and verified the dispense volumes to be correct. The repeated system check also failed. The fse performed a substrate decontamination and all verification testing met published specifications. Results to pivotal assays were affected which could result in treatment being initiated or withheld. Although hardware may have contributed to this event, the fse could not state a specific hardware failure that led to this event.